Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead was found to have a high out of range pacing impedance measurement. Rv undersensing and rv loss of capture were observed. When the pacemaker was interrogated, it was found that rv lead polarity had changed to unipolar by the lead safety switch. The patient had an intrinsic rhythm of 660 ppm, and had no symptoms. Rv pacing impedance was measured to be high and out of range in both bipolar and unipolar configurations. Loss of capture was observed at maximum output. Rv sensing was changed from 2.5mv to 1.5mv, and the patient was hospitalized. A lead fracture was not observed on x-ray images. The patient's heart failure was noted to have become worse, and cardiac enlargement was observed. A revision procedure was done and the lead and device were replaced. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.